Event description:
Pt had pacemaker implanted in 2003, functioning normally until telephone follow-up noted that pacemaker was not capturing. Pt had left arm pain and chest pain and heart rate dropped to low 30's. Some shortness of breath, pvc's with escape beats. Pt states it feels like "heart was missing beats". Some pacer failure was captured on EKG. X-ray showed appropriate position of the leads. No evidence of any dislodgement of leads. Pacemaker leads and generator were revised 2003. Pt discharged stable to home.